Manufacturer narrative:
The reported event was adverse event without identified malfunction. The pacemaker was returned and the interrogation results were found to be normal, and the visual screen was acceptable. The pacemaker was normal above elective replacement indicator (eri) and there was no device problem found.

Event description:
It was reported that a patient exhibited discomfort with the interaction of the shoulder with the pacemaker (pm). The pocket was revised, the pm was explanted and a new pm was implanted more medially. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: the correct patient identifier should have been jam, rather than jm. In addition, ¿company representative¿ should not have been selected as the report source in section g2.